Manufacturer narrative:
Follow-up (B)(6) 2016: contact reported that customer was released from hospital and bg levels have stabilized; however, a release date was not provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and was hospitalized (B)(6) 2016 after experiencing an elevated blood glucose (bg) level of 610 (mg/dl). Prior to going to hospital, customer changed cartridge and infusion set to address bg levels. Due to the reported occlusion alarm occurring in the past, and the supplies to the pump being changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. While hospitalized, customer was treated with intravenous insulin. Customer was still hospitalized at the time the event was reported.